Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 105) was isolated to the monitor's electrode belt connector being broken free from the monitor enclosure, partially unplugging connector j1001 from the ca board causing bent pins. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.